Event description:
The manufacturer received information from the patient's mother alleging a ventilator service required condition had occurred on a trilogy evo device. A sales representative was informed that the device was still continued to operate. The sales representative elected to replace the device with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed when performing an operational check on the device. The manufacturer's service technician evaluated and observed error codes e-384 (pressure sensor) in the device¿s event log. The manufacturer's service technician evaluated the device further and found dirt contamination on the flow sensor. The manufacturer's service technician replaced the device¿s flow sensor to address e-384 and dirt contamination found in the device. No repair was performed. After replacing the part on the device, the manufacturer's service technician performed the final and run-in tests on the device, along with the battery and valve checks. The manufacturer's service technician confirmed the device was operational and it was cleaned.